Event description:
It was reported by the patient that following their implant procedure, the "bottom lead wasn't making contact". Follow-up information was received from the clinic indicating that the right ventricular (rv) lead was malpositioned. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.